Event description:
Information received regarding the explanted device notes that no ventricular pacing was seen moments after implant. Atrial pacing was seen with magnet application. Reprogram- ming did not produce ventricular pacing. The following day the pocket was opened and the lead connection and setscrews were checked. There were no abnormalities. When the leads tested normal via an analyzer, a new pulse generator was placed. There were no consequences to the patient.